Event description:
Device malfunction: failure to deploy/vessel locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the plunger did not stay locked in place, and the wings would not stay open. The device was removed and hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.